Event description:
This lead was implanted on(B)(6) 2003 and remains implanted at this time. A call placed to technical services on 4/1/2013 states they are going to do lead revision because in november patient had a couple episodes of noise and oversensing on rv electrocardiogram. Caller was just alerted today by the physician. Caller stated they can reproduce muscle noise with isometrics. Caller stated that there has been no inappropriate therapy or any pauses in rhythm because of the noise and oversensing. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).